Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer¿s blood glucose was not impacted. Reportedly, customer performed a pump reset and issue was resolved.